Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having experienced high blood glucose level, which was self-treated with a correction bolus. The patient went to the emergency room with blood glucose level at 575 mg/dl and the patient also had ketones. The patient received insulin via intravenous route in the emergency room. The patient was subsequently admitted to the hospital where the patient received insulin via intravenous route, which resolved the issue. Upon checking the site in the hospital, she identified that the cannula was bent. The infusion set had been in use for one day and there was no permanent damage to the patient. The patient stayed in the hospital for three days. She had changed the cartridge and infusion set after she was released from the hospital and resumed insulin on the pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.